Manufacturer narrative:
Additional information received: the post-procedural fever has been reported as resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa. It was reported that one day post the index procedure, the patient developed a low-grade fever (between 38 degrees- 38.4 degrees celsius). Medication (antipyretics) were administered. The following day, the patient was discharged under a stable condition (temperature of 37.2 degrees). The site assessed the event as probably related to the procedure and not related to the device.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c124ee, serial/lot #: (B)(6), ubd: 03-dec-2026, UDI#: (B)(4). Product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 14-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.